Manufacturer narrative:
The solitaire fr revascularization device and (stryker) excelsior xt-27 micro catheter were returned for analysis without the sheath, detachment box, and cables. The make or model of the solitaire detachment system and solitaire detachment cable set were also not provided; therefore, compatibility could not be assessed. No bends or kinks were found with the solitaire fr pushwire or marker coil. The stent was found to be detached from the pushwire and missing. The reason for the stent not returning was not provided. The stent was found to have detached within the detachment zone. The detachment zone revealed electrical etching. No other anomalies were observed. No product analysis is required for the stryker) excelsior xt-27 micro catheter as there is no allegation of device incompatibility with the solitaire fr revascularization device. The excelsior xt-27 micro catheter will be returned to the manufacturer. The evaluation has not been completed. Once it is complete, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the physician attempted to detach a medtronic flow restoration device during a mechanical thrombectomy procedure, but it could not be detached. Four (4) to five (5) attempts with each attempt 30 seconds apart were made to detach the stent with the detachment box, but without success. Another same size medtronic flow restoration device was used with the same detachment box and it detached without issues. The patient¿s vasculature was moderate in tortuosity. Patient outcome was not specified.

Manufacturer narrative:
Additional information, device evaluation the solitaire fr pushwire was returned for analysis without the solitaire detachment system and solitaire detachment cable set. Therefore, any contributing factors from the solitaire detachment system or cable set could not be assessed. Based on the device analysis and reported information, the report of solitaire non-detachment could not be confirmed and the root cause could not be determined. The device was returned already detached electrolytically from the pushwire. The condition of the returned device contradicts the reported event. The product analysis does not suggest a potential or confirmed manufacturing issue. In addition, all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.